Event description:
Physician stated transurethral needle ablation needles sticking-not deploying. Left probe appeared bent, sheath caught in head of catheter. New transurethral needle ablation catheter system used, to complete procedures.